Event description:
It was reported that the device gave a false alarm with "downstream occlusion" message. No known adverse effects to patient.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. During investigation the pump was visually inspected and was tested for any signs of function and pressure failure. Investigation was unable to verify customer's reported problem. The downstream sensor was in spec. However, inspection found multiple ds occlusion error messages in event log. Based on the investigation results, services replaced the downstream sensors as a preventative measure. The root cause of the reported problem is unknown.